Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Event description:
The recipient reportedly elected explant surgery due to poor battery life. Explant surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration us not currently manufactured. This is the final report.